Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the left ventricular (lv) lead. An x-ray confirmed that the lead was dislodged. The lead was repositioned. The patient's condition was stable following the procedure.